Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk, implantable cardioverter defibrillator (ICD) - implanted: (B)(6) 2010; 406845, implantable pacing lead - implanted (B)(6)1999; 694765, implantable tachy lead - implanted (B)(6) 2010. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had high thresholds. The lead was replaced. No patient complications have been reported as a result of this event.